Event description:
In this event it is reported that 2 eddy irrigation tip broke during use at two different patients. All broken parts were retrieved from root canal. Tooth was filled. No injury. This is 2 of 2 events.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Nothing unusual found during DHR review. No product available for investigation. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.